Event description:
User facility medwatch received that states the right atrial lead exhibited noise and low within range pacing impedance. The lead remains in service.

Manufacturer narrative:
MDR report #: mw5151528.